Manufacturer narrative:
The device has been returned and evaluated by product analysis on 27-jul-2018 with the following findings: a review of the black box showed no power on reset events. Moisture was observed behind the display lens. No corrosion was observed in the battery compartment. No damage was found to the battery compartment or returned battery cap. The returned battery cap fully attached to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during this time. The pump cover was removed to find moisture ingress on the printed circuit board and internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl but less than 500mg/dl without symptoms. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.